Event description:
Hill rom beds centrella max mattresses- internal fire barriers have deteriorated due to friction causing potential fire hazard, beds have evidence of compromise, cracks, tears, pinholes, abrasions, layers of mattress has completely worn the waterproof barrier away causing potential infection risks to patients. (B)(4) beds in the long-term care division of our facility have been visually inspected by nursing, environmental services, logistics, and clinical engineering- acute (main hospital area) has not been inspected as of yet.